Event description:
On (B) (6) 2009, the lay-user/pt contacted lifescan (lfs) with questions about where to find the control solution ranges. During the call, there was reported meter readings that suggested that the onetouch ultralink meter may have been reading inaccurately. On may 6, 2009, the lay-user/pt contacted the pt's mom to clarify info obtained during the initial phone call. The pt tests her blood glucose 6 to 15 times per day and controls her diabetes with an insulin pump. The pt's insulin sensitivity is 30 points to 1 unit of insulin. Her carbohydrate to insulin ratio is 8 grams to 1 unit. The pt maintains her blood glucose average at around 210 mg/dl. The pt usually starts to feel shaky when her blood glucose goes down to 110 mg/dl. On (B) (6) 2009, the pt developed symptoms of "shaky" while testing on the subject meter at "103 mg/d." The pt double-checked her blood glucose with another meter at "70 mg/dl." The pt promptly administered self-treatment with food/beverages. The symptoms abated with 30 minutes. The pt's mom indicated that prior to the aforementioned symptoms, the pt and her got into an argument. When the pt is under stress, the pt's mom stated that the pt's blood glucose tend to go low. Hence, this may have been the reason why the pt's relatively low blood glucose readings. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported due to the alleged inaccurate readings. However, there is no evidence that the pt suffered a serious injury due to the reported issue. The pt's symptoms correlated and treatment correlated with the lfs meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection I a supplemental report.